Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had difficulty aligning the ipg with the charger due to scar tissues and inflammation around the ipg site. It was noted that the ipg was too deep in the pocket. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively.